Event description:
The attending physician gave a telephone order that reads "may have hot pack applied to lower lumbar area prn for pain (may use heating pad). The pt called her family and they brought a heating pad from home. The heating pad was taken to the pt's room by the family and not inspected by hosp maintenance supv prior to use as is policy. The pt, over the next few days, rather than requesting assistance simply plugged in the heating pad when she wanted and states that she never turned it above the "low" setting. On 10/29/93, the pt complained to a rn that she was experiencing a tenderness on her back. Upon inspection the rn noted the heating pad was plugged in and a large reddened area on the mid back evaluated. The physician was notified for orders. The affected area is currently being treated with silvadene cream and being monitored for signs and symptoms of infection. The heating pad was removed immediately from the resident's room and the family was notified of the situation and requested to pick up the heating pad as soon as possible. Sdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. The device was not destroyed/disposed of.